Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2019-01022. It was reported the patient's drg leads migrated. As a result, surgical intervention was undertaken wherein the 2 leads were replaced with new models. Effective therapy was achieved postoperatively thus resolving the issue.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2019-01022.